Event description:
It was reported that a thrombectomy was preformed on the right proximal m1 vessel. First pass was done with the subject stent retriever and an aspiration catheter. 2nd and third pass were done with non-stryker devices. There was no reported vessel perforation, vessel dissection or device malfunction during procedure. Physician successfully completed the procedure but 24 hours later, CT follow up scans showed intracerebral hemorrhage and sub arachnoid hemorrhage. Medical intervention in response to the hemorrhage is unknown. In the physician's opinion, the hemorrhage was caused by hemorrhagic infarction. The patient is reported to have passed away. No other information is available.

Manufacturer narrative:
Although the device history record (DHR) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information, there were no vessel perforation , vessel dissection and device malfunction during procedure. Computerized tomography (CT) follow-up, 24 hours after the procedure showed symptomatic intracerebral hemorrhage (sich) and symptomatic sub arachnoid hemorrhage (sah)". The reported patient intracranial hemorrhage is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that a thrombectomy was preformed on the right proximal m1 vessel. First pass was done with the subject stent retriever and an aspiration catheter. 2nd and third pass were done with non-stryker devices. There was no reported vessel perforation, vessel dissection or device malfunction during procedure. Physician successfully completed the procedure but 24 hours later, CT follow up scans showed intracerebral hemorrhage and sub arachnoid hemorrhage. Medical intervention in response to the hemorrhage is unknown. In the physician's opinion, the hemorrhage was caused by hemorrhagic infarction. The patient is reported to have passed away. No other information is available.